Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small had a problem with the hemostatic valve leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The procedure continued. Additional information was received on the event: the reporter would like to clarify that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small valve was not leaking blood, as it was not used on the patient. Rather, the scrub technician had noticed fluid flowing back while flushing/prepping the sheath prior to the procedure. There was no visible damage noted externally. The malfunction was observed while flushing the sheath to prep for the procedure, where the scrub technician had observed fluid back out from the valve after flushing. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was none (0 ml). No medical intervention was required to stop the bleeding. The event was assessed as MDR reportable for a hemostatic valve leak.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001818 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).